Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), cystitis ("bladder/urinary problems: bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery ((B)(6) 2009 hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine infection, cystitis and vaginal infection outcome was unknown. The reporter considered cystitis, uterine infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: unspecified result. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: pfs received event medical device removal was replaced by "infection (other) describe: uterus". Date of lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy (full)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis ("bladder/urinary problems: bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery ((B)(6) 2009 hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the medical device removal, cystitis and vaginal infection outcome was unknown. The reporter considered cystitis, medical device removal and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unspecified result. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received events "bladder/urinary problems: bladder infection, vaginal infection, medical device removal" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.